Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise.